Manufacturer narrative:
To date, the device has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The user facility reported the following incident: the device was pre-tested. The test reflected as high pressure and not medium pressure.